Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer received new information alleging kidney failure. There was no medical intervention required by the patient. In this report, box b and h has been updated or corrected.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received new information alleging kidney failure. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed an unknown contaminant on the top enclosure, rotary knob, front panel, sd card flip door interior and exterior, iso (international organization for standardization) port, and bottom enclosure. A brown colored contaminant was observed on the air inlet and warning label. There were unknown fiber-like contaminants observed on the rotary knob, sd card flip door, top enclosure, bottom enclosure interior, and inside the blower box. A keratin-like substance was observed on the blower box. The blower, blower seal, and blower box had a dust-like contaminant on them. Evidence of liquid ingress with potential mineral deposits was observed on the blower and blower box. The manufacturer concludes that there was evidence of sound abatement foam degradation/breakdown was not observed and unable to directly address the symptoms. In box d: device avail. For eval? (Rfb) and date returned (rfb) was updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.